Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Endophthalmitis and visual acuity loss are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4)

Event description:
The surgeon reported that a patient presented on postoperative day eight following an uncomplicated istent plus cataract surgery with decreased visual acuity and no intraocular inflammation. On postoperative day 13, the patient presented with worsening visual acuity and endophthalmitis. An injection of antibiotics was administered and the eye was cultured with no growth as of (B)(6)2017. Additional information will be requested.

Manufacturer narrative:
(B)(4)

Event description:
Clinical follow-up was received on 09/21/2017 and the surgeon reported the following details. At the time of cataract surgery, a malyugin ring was also used. Currently, the stent is well positioned and the patient is recovering from vitreous debris resulting from the endophthalmitis.

Manufacturer narrative:
(B)(4)

Event description:
Clinical follow-up was requested and on 08/15/2017 the surgeon provided the following additional details. The inflammation was managed with an intraocular injection of steroid/anti-inflammatory medication and intravitreal antibiotics. The vitreous debris is slowly clearing. Additional information will be requested.

Manufacturer narrative:
(B)(4)

Event description:
Clinical follow-up was requested and the surgeon provided the following additional information. The patient remains with limited vision; however, the surgeon anticipates this will improve. Additional information will be requested.